Manufacturer narrative:
Resmed has requested the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference# : (B)(4).

Event description:
It was reported to resmed that an astral device had a faulty external battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs could not confirm the reported complaint and performance testing could not reproduce the reported complaint. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference# : (B)(4).

Event description:
It was reported to resmed that an astral device had a faulty external battery. There was no patient harm or serious injury reported as a result of this incident.